Event description:
Customer called in on (B)(6) for a hamilton t1 sn (B)(4) reno rga 23612rb was issued. Complaint was "during use the power cord became extremely "hot" and the rt staff smelled smoke. Assessment and repair requested. Breifly turned on unit via batteries and power cord. Could not replicate sympoms described. Unit power cord did come in extremely 'burnt, hot' and evidence of there being heat/fire damage. Attempting to touch base with tech who took rga from customer, also will ask customer the standard questions.